Manufacturer narrative:
(B)(4).

Event description:
The respiratory therapist slid the wire notch on the integrated radial a-line to check that everything was ok pre-insertion and found a bend in the wire.

Event description:
The respiratory therapist slid the wire notch on the integrated radial a-line to check that everything was ok pre-insertion and found a bend in the wire.

Manufacturer narrative:
(B)(4). The customer returned a radial arterial catheterization device for investigation. The arterial device was returned with swg still inside of the swg tubing. The swg was advanced out of the needle/catheter assembly and a kink was found on the distal end of the swg. The needle was retracted back into the swg tubing and the assembly was examined. A slight bend/deformation was found in the tubing. The location of the bend in the tubing is consistent with the location of the kink in the swg. The appearance of the damage is consistent with damage that occurs if the swg tubing is bent while shipping/handling the device. The kink in the swg was located approximately 12 mm from the distal end of the swg. The swg outer diameter was measured and was found to be within specification. The swg is able to advance in and out of the needle despite the slight bend found during visual inspection. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained a kink and the swg tubing was slightly distorted in a location that is consistent with the kink in the guide wire. The appearance of the damage is consistent with damage that occurs if the swg tubing is bent while shipping/handling the device. Based on this information, the probable cause of this complaint is shipping/handling. Teleflex will continue to monitor and trend for reports of this complaint issue.